Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a single episode of low out-of-range (oor) shock lead impedance (sli)measurement of zero ohms and a low oor pace lead impedance (pli) measurement less than 200 ohms, however an alert was not issued from the remote monitoring system as expected. Boston scientific technical services (ts) reviewed the data on the remote monitoring system and found no events recorded in the logbook for that day. However, ts did note that the tachy therapy of the device was turned off because the patient underwent an ablation on that day.  Ts discussed that the ablation would have caused a strong signal to skew the dailies for shock and rate sense and all other readings were stable. Ts concluded this was normal operation and there were no apparent lead issues. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.